Event description:
It was reported that there was a lead alert for a high amount of short interval counts (sic) on the lead. The lead remains in use as the physician feels this is due to a high volume of pre-ventricular contractions the patient has. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).